Event description:
It was reported that his right ventricular (rv) lead perforated 10 days after implant. High out of range pacing impedance and loss of capture was noted, as well as patient discomfort, when the perforation was noted. A chest xray and CT scan confirmed the perforation. This rv lead was successfully replaced. No additional adverse patient effects were reported.